Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that failure occurred due to device network. A technical support specialist assisted customer to establish a device network connection. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower unable to open drawers. The customer stated that there was no delay in accessing medication to patient since they have been provided the items from pharmacy. There were no adverse events or injuries reported based on this incident.